Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.

Event description:
Asr revision. Asr xl acetabular system, left. Reason for revision: component loosening, pain and alval ( soft tissue reaction). It is unknown which component was loose, so adding unk component for loosening. If/when more information is available the complaint will be updated at that time.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.